Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a patient receiving bupivacaine (unknown dose and concentration) and fentanyl (unknown dose and concentration) via an implantable pump for spinal pain. It was reported the patient tried to get a bolus and saw error code 8286 (empty reservoir alarm occurred). The meaning of the code was reviewed and the patient was redirected to their healthcare professional (hcp). The patient stated they were in pain since he normally gets 4 boluses a day and cannot get a bolus now with this code. The patient stated they were getting a refill this thursday and would call their hcp. No further information provided.